Event description:
The customer reported blood leaking from the smartsite. The pt was transferred from the operating room to recovery room and upon arrival, the nurse looked at the IV site and noticed blood on the bed. The blood was leaking from the smartsite closest to the pt. The nurse caped off smartsite to stop the leaking and continued using the IV set. The hospital uses monoject syringes. There was no pt harm or medical intervention. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. Although requested, the device has not been received for eval. A follow-up report will be submitted with investigation results, should the device be received for eval.